Event description:
The customer's mother reported via phone call that the insulin pump alarmed, indicating a communication error between the serial peripheral interface and the motor programmable integrated circuit. The customer's blood glucose was 139 mg/dl. The caller stated that she was unable to do anything when pressing the act button. The caller did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected alarm noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.